Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 10fr navarre drainage catheter was returned for evaluation. Visual and microscopic evaluations were performed on the returned device. A crack was noted on one side of the catheter hub. The edges of the crack on the catheter hub were noted to be jagged. The surface could not be determined. A complete circumferential break was noted on the center portion of the catheter body. What appeared to be a coil, was noted keeping both breaks' sides together. The edges of the complete circumferential break on the center portion of the catheter were noted to be jagged. One break side appeared circular, and the other break side appeared elliptical in shape. The surfaces were noted to be granular throughout both sides. Two splits were noted, one on each side of the catheter body. The edges were noted to be jagged. Therefore, the investigation is confirmed for the reported catheter hub fracture and the identified catheter tube fracture, catheter tube material separation issues. However, the investigation is unconfirmed for the reported catheter hub material separation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a navarre universal drainage catheter placement. It was reported that post a catheter placement, the white connecting hub of the drain was allegedly found broken. Further, it was reported that the catheter was completely broken. The drain has been replaced. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a navarre universal drainage catheter placement. It was reported that post a catheter placement, the white connecting hub of the drain was allegedly found broken. The drain has been replaced. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 10fr navarre drainage catheter was returned for evaluation. Visual and microscopic evaluations were performed on the returned device. A crack was noted on one side of the catheter hub. The edges of the crack on the catheter hub were noted to be jagged. The surface could not be determined. A complete circumferential break was noted on the center portion of the catheter body. What appeared to be a coil, was noted keeping both breaks' sides together. The edges of the complete circumferential break on the center portion of the catheter were noted to be jagged. One break side appeared circular, and the other break side appeared elliptical in shape. The surfaces were noted to be granular throughout both sides. Two splits were noted, one on each side of the catheter body. The edges were noted to be jagged. Therefore, the investigation is confirmed for the reported catheter hub fracture, catheter tube fracture and material separation issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a navarre universal drainage catheter placement. It was reported that post a catheter placement, the white connecting hub of the drain was allegedly found broken. The drain has been replaced. There was no reported patient injury.